Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead warning for high impedance that resulted in a polarity switch. The lead also exhibited unstable thresholds, oversensing, loss of capture and possible fracture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.